Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained vt episodes were observed via merlin.net transmission. In the episodes, there was a latency in deflection times for the r-waves between the v sense amp and discrimination channels, and also intermittent ventricular undersensing. The morphology of the r-waves was also wider and smaller in amplitude compared with past episodes. It was later reported that the patient expired. There is no other information available surrounding the patient's death. The physician does not allege that the device contributed to the death, as he was not doing well and had several episodes successfully treated by the device in the previous weeks.